Event description:
Information received from the field notes that the heart rate histogram showed inappropriate data with rates recorded >200 ppm. The patient was in a-v paced rhythm. Two subse- quent follow-ups observed normal diagnostic data. The patient will be monitored.